Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Review of the device history record and receiving inspection report indicates the devices were manufactured to specifications. The returned product is confirmed to have discoloration on it; however, when wiped it was able to be removed, revealing undamaged metal beneath it. All dimensions measured meet print specifications. The devices were used for treatment. Energy-dispersive x-ray spectroscopy semi-quantitative elemental analysis of the stain indication on the locking plate primarily showed oxygen, carbon, nitrogen, calcium, and phosphorous along with traces of magnesium and sodium as foreign elements, in the decreasing order of their weight percentages. Analysis of the 'stain-free' base material showed that the locking plate sample was consistent with stainless steel composition. We cannot confirm that the discoloration is corrosion. In the scanning electron microscope report the ¿debris¿ area shows low iron content and high carbon and high oxygen levels. This is more indicative of tissue rather than rust. The ¿debris¿ magnified images also appear to show that the ¿debris¿ is on top of the plate and not so much a part of the plate. Stainless steel is not ¿stain free¿ and there may be a small amount of corrosion under the ¿debris¿ layer we see. A product history search revealed no additional complaints against the related part and lot combination. The most likely cause of the discoloration cannot be determined.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported during removal of interal fixation, a metal stain was noted in the surface of the plate.